Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of low voltage alarms on battery power was confirmed via log file analysis. A review of the log file contained data spanning approximately 4 days ((B)(6) 2023 per timestamp). On (B)(6) 2023 from 20:29:25 ¿ 20:29:59, while connected to battery power, low voltage advisory alarms were intermittently active due to the rsoc voltage in the black power cable atypically fluctuating below the minimum voltage threshold without any routine voltage depletion. The alarms resolved shortly after activating and pump operation was not affected. There were no other notable alarms active in the logfile. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, the backup controller was changed to the primary controller. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR 2916596-2023-01938. It was reported that the patient's mobile power unit (mpu) alarmed when the patient connected to the mpu. This alarm stopped when the cord was moved. The patient received a replacement mpu on (B)(6) 2023, but did not experience a low voltage alarm until (B)(6) 2023. The patient's controller was exchanged on (B)(6) 2023. A review of the log file revealed a low power advisory alarm on (B)(6) 2023 while tethered on batteries due to depleted batteries in-use / normal battery depletion. The event log displayed multiple intermittent strings of power cable disconnect and no external power alarms on (B)(6) 2023 thru (B)(6) 2023, while tethered on the mpu.